Event description:
A healthcare facility in (B)(6) reported that they are unable to manually adjust the temp on an iw133 cosycot infant warmer. No pt consequence was reported.

Manufacturer narrative:
(B)(4). A service tech in france tested the control knob on the warmer and confirmed the reported fault. The tech solved the problem by replacing the control pcb board. The board was then sent to fisher & paykel healthcare (B)(4) for analysis. Method: the returned control pcb board was visually inspected for damage and tested for functionality. Results: no damage was observed on the returned control pcb board. When the controls were tested, the power level indicator reacted erratically. It was observed that the control board operated properly when pressure was applied to the encoder, a board component which provides control of the set temp, set power and/or engineering mode selections (depending on which mode the warmer is in). A build-up of lubricant was found underneath the encoder. A lot check revealed no other complaints of this nature for lot number 040622. Conclusion: the healthcare facility reported that they were unable to adjust the warmer temp manually. The root cause of the fault was found to be a build-up of lubricant on one of the components which prevented the component from making proper contact with the board. The control pcb board has been replaced for this customer and the warmer is now fully operational. This type of fault is easily detected by hospital staff members, as the warmer display will react intermittently. This allows staff to take action and rectify the problem. Furthermore, all audible and visual alarms are still fully functional. This was verified by testing the returned board, which properly triggered the audible and visual alarms.